Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. Customer was send a new cap but it did not work. Customer quit using her pump and has not had any insulin. The customer was advised to reach out to the 24 hour helpline for assistance and to get a replacement pump.